Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. Update to h3. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. Visual inspection identified that the liner was fully expanded, and the distal tip was opened but torn. Scratches were observed along the sheath high-density polyethylene (hdpe) surface. Due to the nature of the complaint, involving a torn sheath distal tip, no applicable functional or dimensional testing could be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of a torn distal tip was confirmed, based on the evaluation of the returned device. Although it was reported mild calcification and tortuosity, and a minimum luminal diameter >7 mm, without 3mensio imagery the potential contribution of patient factors in the complaint event could not be assessed. Patient and/or procedural factors such as challenging anatomy or non-coaxial advancement (scratches observed on sheath shaft may be indicative of the presence of calcification). High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by edwards affiliates in canada, during a transcatheter aortic valve replacement (tavr) procedure using a sapien 3 ultra resilia valve via a transfemoral artery approach, a higher amount of pressure was noted while advancing the delivery system and valve through the tip of the esheath+. Upon removal, a torn distal tip of the esheath+ was identified. No patient injury was reported, and the patient's final status was reported as stable condition.

Manufacturer narrative:
The investigation is ongoing.